Event description:
The customer reported approximately 15-20 ml of fluid leaked on the counter below the beckman coulter lh 750 slidemaker. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched and found a hole in the tubing going through pinch valve vl115. The fse re-tubed vl115 and decontaminated the area with a bleach solution. The vl115 is a slidemaker component housed within the lh750 analytic station. Vl115 isolates the slidemaker's aspiration path from the path to the needle vent chamber. This pathway contains patient blood and diluent during operation and cleaning agent at shutdown.

Manufacturer narrative:
The cause of the leak was a hole in tubing. (B)(4).